Event description:
It was reported that ongoing intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy, and no assistance from a third party was required. To resolve the issue, the customer occasionally changed cartridges, infusion sets and cartridges or continued insulin administration without changing any supplies system check was performed by tandem technical support and no issues were identified. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.